Event description:
It was reported that this cardiac resynchronization therapy defibrillator declared safety mode prior to an implant procedure. It was noted the device had come out of bulk. There was no patient involvement.

Manufacturer narrative:
The device has been returned and will be analyzed. A supplemental report will be filed at the time of completion.

Manufacturer narrative:
The device has been returned and will be analyzed. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator declared safety mode prior to an implant procedure. It was noted the device had come out of bulk. There was no patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator declared safety mode prior to an implant procedure. It was noted the device had come out of bulk. There was no patient involvement.